Manufacturer narrative:
The manufacturer's reference number was omitted on the original report. The manufacturer reference number for this event is (B)(4).

Event description:
A customer stated they were having quality control issues and have generated erratic ise patient results on their au680 analyser. The customer stated that these results were reported outside of the laboratory and that there was no reported change to patient treatment. No additional patient information was provided. This is a veterinary laboratory.

Manufacturer narrative:
A review of data provided by the customer indicates calibration slopes were comfortably within specification. A field service engineer (fse) was dispatched. However, the customer cancelled the order. The site has been unable to communicate with the customer to obtain more information. Unable to reach customer.